Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopic surgery the tip with the threaded suture became detached from the swivelock and the anchor disappeared into the shoulder joint. The surgeon was able to retrieve the anchor out of the patient but it extended the surgery time significantly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint could not be confirmed. One unpackaged ar-2600sbs-4 swivelock assembly was returned for investigation. Visual inspection identified that that neither the eyelet nor the anchor was returned for analysis. As such, the alleged damage to the anchor cannot be verified. No problems were observed with the returned drive assembly.